Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 309653 and lot number 2362081. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 3 bd luer-lok¿ tip syringes had foreign liquid found inside them prior to removing them from the packaging. The following information was provided by the initial reporter: "we have noticed some of our sterile bd 50 ml syringe with luer-lok tip have some moisture in the syringe prior to opening from sterile package."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.